Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient experienced increased pain, her shoulder was hurting 'more every day.' On the day of the initial reported she woke up 'really sick ,' 'really' nauseated, couldn't eat anything, had diarrhea and was 'worried the pump stopped.' The shoulder pain started 'about two days' before the initial report and the patient had been taking vicodin for breakthrough pain. On the day of the report she 'tried' to giver herself a bolus dose and received a 'pa disabled' notice. The patient had an MRI a week before the initial report, (reason for MRI was not reported) at that time the healthcare provider (hcp) and manufacturer representative were present, 'made sure the pump turned back on,' and then the hcp increased the pump from 1.4998/day to 2.0 over two hours during which time the patient activated bolus dose was not reprogrammed, causing the 'pa disabled' alert. The patient was going to call her hcp for further direction. Twelve days after the initial report was made it was added that the patient had gone into withdrawals two times' and was not '100% sure' her dates because of that. On (B)(6) 2013 the patient developed 'flu-like symptoms' and on (B)(6) 2013 the patient went to the emergency room (ER) for increased pain and withdrawal symptoms. At the ER she was given 8mg IV dilaudid. The ER hcp 'tested everything he could test and felt that after taking a CT scan, etc that the patient's catheter came off the pump.' (The date of the CT scan was not clear, either (B)(6) 2013 or (B)(6) 2013) the ER hcp called her pump hcp who said 'send her home, she should be ok with two vicodin every 6 hours.' The patient 'tried that' and 'ended up' having a seizure and an 'ambulance got her.' What happened after the ambulance was not reported. The patient saw her pump hcp on (B)(6) 2013, during that visit the hcp 'went to access the pump nine times and couldn't.' The pump was 'turned down to 25% the dose' and the patient was put on oral dilaudid every four to six hours as needed. The hcp 'had no idea at all' what was wrong with the pump. The patient was instructed to 'get a CT scan of your intrathecal space to make sure there is not a granuloma on the catheter tip,' and if the 'intrathecal catheter was in place.' The patient got a CT that same day and the 'hospital' didn't know if the pump was flipped or not because they were not 'experienced in that.' If the patient tired to fo four and a half or five hours between dilaudid oral doses she started getting dizzy, throwing up green and noted 'it's horrible.' The hcp notified the patient that they had an appointment for her with a the hcp and a manufacturer representative in one week (three weeks after the initial report.) It was then added that the attachment between the pump and the catheter was 'literally sticking up out of' the patient's body, 'not through the skin, but pushing the skin up, a point.' The device system was used to infuse dilaudid and bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: patient programmer model 8835, serial# (B)(4), implanted: na, explanted: na; catheter model 8709sc, serial# (B)(4), implanted: (B)(6) 2011, catheter model 8596sc, serial# (B)(4), implanted: (B)(6) 2011; physician programmer model 8840, serial# unknown, implanted: na, explanted: na. (B)(4).